Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen did not respond to touch. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen did not respond to touch. At the repair center, the reported issue was confirmed. It was determined a touchscreen replacement was necessary. A quote for touchscreen replacement was sent to the customer. The repair center replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6). Institution phone:(B)(6). Reporter phone: (B)(6).